Event description:
Possible defect on the helix mechanism; the helix was exposed with some difficulties (resistance in advance the stylet and expose the helix). On the day after, lead dislodgement and the helix retracted. Lead replaced.

Manufacturer narrative:
Combination product: yes..

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The stylet was not returned. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observations. The lead proved to be without fault throughout its inspection. The values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. A new stylet designed for use with this lead could be fully and properly introduced and advanced into the leads lumen. The fixation helix could be properly deployed and retracted. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.